Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in 2020 by the acta clinica croatica titled ¿a new technique for combined anterior cruciate and anterolateral ligament reconstruction using quadriceps and plantaris tendons.¿ the study reviewed 9patients and identified acl/pcl instability due to an alc re-repture with the round delta tapered interference screws in 1 patient during the 1.5-year follow-up period. Ref: josipovic m. A new technique for combined anterior cruciate and anterolateral ligament reconstruction using quadriceps and plantaris tendons. Acta clinica croatica. 2023;doi:10.20471/acc.2023.62.s3.6.